Event description:
In 2002 end-user called medtronic minimed, and stated that there has been an incident with hyperglycemia or ketocidosis. No explanation for the incident. On september 19, 2002 maersk medical received the complaint. No samples were returned for analysis.